Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.3, doctor's inratio2: 2.6, lab: 2.3 pt self tester tested on his doctor's inratio2 meter, his meter and at the lab. Pt reports that the same finger stick was used for both the doctor's meter and pt's meter. Testing was done the same day within an hour from the lab, a venous sample was used of the lab.

Manufacturer narrative:
Investigation pending.